Event description:
It was stated that there was a problem with a cassette. The cassette still would not pass, noting "flow blocked" on the device. There were patient involvement and no harm/adverse event.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.